Event description:
It was reported that externalized conductors were seen via x-ray. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
A partial lead was returned in two segments. Externalized conductors due to internal insulation abrasion were noted at 7.4-12.8cm from the distal tip. The etfe coating was intact at this location.

Event description:
New information notes the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.